Manufacturer narrative:
On december 20, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis, the reported event was not confirmed. Additional documentation (i.e., post op device photos, videos, and/or pre-operative scans) has been requested for additional review. If received, device will be re-evaluated. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/4/2020, mentor became aware that sex field a3 was inadvertently omitted from the initial report. It has been updated to "f" on this form. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/5/2020, mentor became aware that baker grade for the capsular contracture information was inadvertently not reported under the previous submission (follow up 1). The information received on 4/30/2020 indicated that the grade was ii/iii on the right side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the surgery date has been moved to (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020. The caucasian patient confirmed removal only with mastopexy and stated tissues samples will be sent to pathology to test for bia-alcl. If any additional information is received, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness including migraines, vertigo, osteoporosis, arthritis, low energy,body aches,burning sensation inside/around breasts, costochondritis, and osteoarthritis, and right side breast implant rupture, capsular contracture; baker grade unknown, and implant site hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implants on both sides and was presented with generalized illness including migraines, vertigo, osteoporosis, arthritis, low energy,body aches,burning sensation inside/around breasts, costochondritis, and osteoarthritis. The patient also suffered right side breast implant rupture, capsular contracture; baker grade unknown, and implant site hematoma that cleaned out on (B)(6) 2010. As a result, the device will be explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 6, 2020, mentor became aware that the surgery date was (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).